Event description:
The device was used during a left anterior resection procedure. Reportedly, the device was difficult to open and close. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/28/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.